Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. It was determined that intervention would be done on the right coronary artery (rca). The subocclusive lesion was predilated twice with a 2.0x20mm voyager balloon inflated to 8 atm's for 16 seconds and 10 atm's for 21 seconds. A vision stent was placed followed by a taxus liberte' stent inflated to 14 atm's for 24 seconds. The physician then attempted to place a taxus liberte' 4.0x16mm drug eluting stent also in the rca. The physician was unable to advance the stent delivery system (sds). It was noticed that there was "contraction of the catheter and guide wire". When the physician tried to pull the sds back into the guide catheter, the stent came off the balloon and embolized to the "lower systemic circulation (probably at iliac or right femur level)". They were unable to visualize the stent radiologically. No attempts was made to retrieve the dislodged stent. No pt complications were reported. Pt status is satisfactory.